Event description:
The customer reported a leak in the caps on both the pt connect end and the drain end of the extension set. No injuries were reported, but the customer is upset that she has to wrap up the leaking end. She stated that this has occurred several times. She stated that she is feeling fine.

Manufacturer narrative:
This device will not be returned to baxter for evaluation. If add'l info becomes available, a follow-up medwatch report will be created.